Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose and urinary tract infection on (B)(6) 2017 which caused them to be hospitalized. The customer had sores that were not healing. The customer¿s blood glucose at the time of admission was in the range of 600 mg/dl. They were wearing the insulin pump at the time of hospitalization. They got their blood glucose to go down. They went home on the same day. The insulin pump will not be returned for analysis.